Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. D1: heartware ventricular assist system-serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed consistent increases in power consumption to parameters above the normal operating range throughout the analyzed period; however, no alarms were logged within the analyzed period. Additionally, log file analysis revealed three (3) motor start events recorded on 02/aug/2024 at 18:56:33, 04/aug/2024 at 09:34:00, and 22/dec/2024 09:49:03, in which the motor start parameters were atypical. Review of the controller log files revealed a controller power up with an associated motor start event logged on 22/dec/2024 at 09:48:55, indicating a loss of power to controller. The data point recorded prior to the loss of power revealed that the power adapter was connected to power port one (1) and bat(B)(6) was connected to power port two (2) with 94% of rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nineteen (19) seconds. As a result, the reported loss of power event, high power event, and the atypical parameter motor start findings were confirmed. Based on the available information, the device may have caused or contributed to the reported high-power event. The most likely root cause of the loss of power event can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sep-2019 / serial#: (B)(6) no h3: no h4: mfg date: 20-sep-2018 h5: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) disconnected both batteries, which was described as a wrong manipulation. Additionally, the vad exhibited above abnormal power and a review of log file data revealed history of various motor start events with parameters outside of the typical range. The vad remains in use. No patient complications have been reported as a result of this event.